Event description:
On (B)(6) 2023 the participant was direct admitted to (B)(6) hospital for wound breakdown with exposed hardware. Participant also complained of nausea, feet swelling, fever and lethargy over the last few days. Plan is to remove stimulator with wound revision. Infection workup was started (esr (erythrocyte sedimentation rate)/crp (c-reactive protein)/blood cultures, ua (urinalysis) with urine culture if indicated. Participant underwent an incision and drainage of lumbar wound and removal of epidural stimulator by dr (B)(6). Cultures obtained. Plastics consulted and advised closure of the fascia and muscle layers and then do a wet to dry dressing due to previous failure with wound vac therapy and likelihood of allergy to adhesive from vac dressing. Plastics will then complete the closure of the wound when appropriate. Wound care ordered by plastics for 3 times daily wet to dry dressing of vashe soaked gauze. Reference report: mw5116915.